Event description:
No patients are involved in these events and no patient has sustained harm. Contaminants have been discovered in the open-heart packs. Debris found on extra large may cover. 2 black flecks in bottom of basin, 1 black fleck in white container with blue light handle. Cvor found a hair in the cv split drape. In addition, another location found an eye pack with contaminants. All hospital staff are aware of this product situation. Staff are diligently inspecting each individual pack opened. Transition of contaminated packs have been given to medline.